Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when attempting to deliver a bolus. The customer's blood glucose was 165 mg/dl. While troubleshooting, the customer stated that insulin exited during the manual plunger push. The customer programmed a 7 unit fixed prime, but the insulin pump alarmed no delivery. The customer was advised that the insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed no delivery during the excessive no delivery test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corners, battery tube threads and belt clip slot. The insulin pump was received with a minor scratched lcd window. The insulin pump was received with a missing end cap sticker.